Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 45 mg/dl. Customer treated blood glucose level with food. Customer was not admitted as an inpatient for medical treatment. It was found that the customer was disconnected during priming. Customer was able to get his blood glucose level to go to 50 mg/dl and his sensor glucose was 54 mg/dl. No additional information provided.